Manufacturer narrative:
(D10) concomitants: 02-012-35-3013 - logic tibia ps mod insrt sz 3 13mm: (B)(6), 02-010-01-0330 - logic femoral ps cem right sz 3: (B)(6), 02-012-41-3020 - logic tibia traptray cem sz 3f/2t: (B)(6), 200-02-32 - three peg patella 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee is scheduled for revision; approximately 14 years post initial surgery. Patient stated she experienced a lot of pain and has issues with her daily tasks. Information provided indicates the patient is not currently revised. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 - date removal. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d1, e2/e3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.